Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's blood glucose reading is 214 mg/dl. Customer has treated with manual injections. Customer's blood glucose reading at the time of the event was 978 mg/dl. Customer experienced vomiting and nausea. Diagnosis was diabetic ketoacidosis. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin exited the tubing. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm.